Event description:
Intermed, a japanese distributor, reported that, "during a surgical procedure, a clip dropped from the device, into the surgical field and was retrieved . There was no pt injury reported. The procedure was not altered or extended."

Manufacturer narrative:
The device has been received and is being evaluated by the engineer. A supplemental report will be filed when his evaluation and investigation is complete.